Event description:
2003 acount alleged that a pt got their head stuck in one of the bed siderails. The staff had to cut the siderail in order to extract the pt head from the siderail. No injury was reported.